Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
A diabetes therapy consultant reported via email of low battery, blank display and display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump will shut off, and the screen will go completely blank. When the pump turns on, it will go back to normal. The customer stated that the pump rejected battery and screen will go black after a battery change. The customer declined to speak with 24 hour helpline.